Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during intraocular lens (iol) implant procedures, the cartridges are scratching the back side of the lens on outer third and is observed right after implantation of the iol into the capsular bag. Additional information has been requested. There are four medical device reports associated with the reported events. A total of 14 cartridges from 4 different lot numbers were reported with no other identifiers. Each lot number is associated with 2 or more events. This report is for 6 cartridges of the same lot number associated with 6 events.

Manufacturer narrative:
Evaluation summary: six used cartridges were returned in the opened pouches (lot # 32654042). The six returned cartridges were evaluated. Viscoelastic was observed in each cartridge. The used cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. No cartridge damage or abnormalities were observed. The lens model/diopter, handpiece and viscoelastic being used were not provided. A determination of qualified associated products cannot be made without this information. The cartridges have evidence that indicates a competitor's handpiece was used. The root cause for the reported scratches cannot be determined. The lenses remain implanted. The manufacturer internal reference number is: (B)(4).